Event description:
Customer reported that the unit will not power on. They have replaced batteries with new supply. There are no signs of battery leakage and corrosion in the battery compartment. The battery springs are no bent. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue that the alarm would not power on. The unit powers up as it should when it was tested and retested. There was no intermittency observed. However, when set to voice and tone mode, only the voice plays then the unit remains silent. Normally the voice should play followed by a continuous tone. When set to voice mode the voice plays only once, then the unit remains silent. Normally the voice should play continuously. The unit warning label is missing. (B)(4).